Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyp performed on (B)(6) 2024. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyp performed on (B)(6) 2024. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on july 29, 2024: it was reported that the clip was able to grasp and lock onto tissue; however, the clip was unable to separate from the catheter to deploy. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Manufacturer narrative:
Block e1: initial reporter facility name: the first affiliated hospital of (B)(6). Block h2: additional information: block b5 (describe event or problem) and block h11 (additional MFR narrative) have been updated based on the additional information received on july 29, 2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to separate from catheter.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to separate from catheter. Block h11: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly and yoke detached. Additionally, the clip assembly was activated, evidence of full deployment. The device was returned without the over-sheath. No other problems with the device were noted. The reported event of clip unable to separate from catheter was not confirmed. Investigation found that the clip assembly and yoke detached, evidence of full deployment, indicating that the clip was properly deployed. It is possible that the yoke separation could occur naturally as part of the activation of the device, and it does not represent harm of the device or risk to the patient. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyp performed on (B)(6) 2024. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on july 29, 2024: it was reported that the clip was able to grasp and lock onto tissue; however, the clip was unable to separate from the catheter to deploy. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."